Event description:
It was reported by an attorney that the patient underwent a procedure on (B)(6) 2013 and a mesh was implanted, concurrently with a mesh removal, due to a balled up and bulging hernia through the peritoneum in the right groin. It was reported that in early 2013, the patient began to experience pain down his right leg. The patient experienced right inguinal canal has scarring and pain persists. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.